Manufacturer narrative:
H4: the lot was manufactured from november 01, 2022 - november 03, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed which identified a leak from the blue winged cap due to a damaged blue winged cap. Indentation marks from the manufacturing sealer equipment were observed on the damaged area of the cap. The reported condition was verified. The cause of the condition was related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the blue winged luer cap. This occurred during filling. There was no patient involvement. No additional information is available.